Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildy calcified vessel below the knee. Following dilatation with a 1.5x20mm coyote balloon catheter, a 2mm x 40mm x 144cm was used as an exchanged for a bigger size. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Microscopic examination revealed that the balloon has a 15mm longitudinal tear starting 16mm rom he proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildy calcified vessel below the knee. Following dilatation with a 1.5x20mm coyote balloon catheter, a 2mm x 40mm x 144cm was used as an exchanged for a bigger size. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.